Event description:
Customer's mother reports back to back testing on the same meter while using the aviva system with results of 40 mg/dl and 400 mg/dl. No control info was provided. No adverse event reported. A replacement was provided.